Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the left master tool manipulator (mtml). The system was verified and ready for use. The unit was analyzed and the issue was confirmed in logs and successfully replicated on the surgeon side console fixture test platform (sftp). Upon visual inspection, the mtm2 was installed onto sftp where the 230 error was triggered indicating fault on the axis 5, replicating the reported event. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy surgical procedure, a recoverable fault 23017 had repeatedly occurred on the master tool manipulator left (mtml). Technical service engineer (tse) reviewed system logs which indicated an issue with mtml axis 5 (gimbal yaw). The customer power cycled the mtml; however, the issue persisted with a new error. The procedure was converted to laparoscopic surgery with no reported injury.